Event description:
The customer reported that the monitor did not alarm for a desat event.

Manufacturer narrative:
(B)(4): the customer reported that the monitor did not alarm for a desat event. The hospital noted that there was an alarm entry for this time in the alarm review log. The user reported that they did not hear an alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.